Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient experienced infection after implantation of an artificial urinary sphincter(aus). The aus was previously removed by a different surgeon at another facility. A new aus was implanted during this procedure. The patient had a good outcome with no further complications.